Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) reported difficulty charging the ins. Pt states they will get it to connect and then immediately it will disconnect and go back to searching. Pt states they can't seem to get it continue charging up the implant. Pt states they had been working on this for an hour. Pt states they don't use the recharger belt because this didn't seem to be helpful when this issue started like 2 weeks ago. Pt states right now they are laying back on a pillow while in bed. The following troubleshooting steps were performed: repositioned the recharger, recommended patient lean forward while sitting to optimize ins position. Additional troubleshooting information: after pt provided the serial number to the recharger and repositioned it over the implant, pt reported getting good connection and it ended up staying. At the end of the call pt states they were seeing excellent connection which appeared to be staying. Pt services recommended if issue persists, to try sitting and leaning forward and crossing leg or continue to reposition the recharger. The troubleshooting steps that were taken on the call resolved the issue. No further complications were reported at this time. (Con): additional information was received from the patient. On 2024-06-04 they reported that they had their ins moved from the other pocket because they had issues connecting.